Event description:
It was reported that during the preparation and interrogation of a new device, eos "end of service" was observed. The device was returned still sealed in the package. No apparent patient involvement reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.